Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 21-dec-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results and error messages (e-2 and e-3). Customer had just purchased the true metrix meter on (B)(6) 2022. The customer is concerned with test results from results obtained of 269, 245 and 247 mg/dl. The customer¿s expected am fasting blood glucose test result is 130 mg/dl and expected pm fasting blood glucose test result range is 135-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/28/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history (only three results provided): result 1: 269 mg/dl, date: (B)(6), time: 9:08 am fasting; result 2: 245 mg/dl, date: (B)(6), time: 8:58 pm fasting; result 3: 247 mg/dl, date: (B)(6), time: 8:15 pm fasting.

Manufacturer narrative:
Sections with additional information as of 27-jan-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.